Event description:
It was reported that balloon rupture occurred. The 80-95% stenosed and segmental target lesion was located in the severely tortuous and severely calcified middle section of left anterior descending artery. A 10/2.75 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 6atm for 2-3 seconds. The device was removed directly from the patient's body. The procedure was completed with a different device. No complications reported and patient was stable post procedure.

Event description:
It was reported that balloon rupture occurred. The 80-95% stenosed and segmental target lesion was located in the severely tortuous and severely calcified middle section of left anterior descending artery. A 10/2.75 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 6atm for 2-3 seconds. The device was removed directly from the patient's body. The procedure was completed with a different device. No complications reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was returned in 2 pieces with a complete hypotube break present at approx. 79.5 cm distal to the strain relief. A visual and tactile examination identified multiple hypotube kinks. A visual examination identified that the balloon was folded. No tears or holes were visible in the balloon material. A microscopic examination of the balloon material identified no tears. All blades were fully bonded onto the balloon with no issues identified. As the device had a complete break present, an inflation test was unable to be performed using an encore inflation device. A leak test was undertaken using a syringe and inflation of the balloon was completed with not leaks detected. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands.